Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator and the tube were calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 7700 system had poor image quality during a case. No patient injury was reported.